Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD) exhibited a monitoring voltage of 3.06v. The hcp that contacted tech services noted that this voltage has decreased in a few month period from 3.16v to the 3.06v reading observed that day. The hcp called to inquire about advisories and to determine if this was normal depletion. Tech services advised a save-to-disc be completed, but the hcp stated that the patient was to be seen soon for follow-up. This device is included in the shortened replacement window advisory communicated on (B)(4) 2007. To date, there have been no reported adverse patient effects associated with this clinical observation. It was later reported that this device declared elective replacement indicator (eri). Charge time was 19.7 seconds. Monitoring voltage (mv) was 2.52 volts. The clinician wondered if they had 90 days to replace the device. Technical services discussed that since the device reached eri due to charge time rather than monitoring voltage, they do have 90 days to replace the device.

Event description:
--

Manufacturer narrative:
No additional information was provided on the patient follow-up. As of today, the available information suggests this device remains in service without additional complication. If any additional information related to this incident becomes available, this event will be updated.

Manufacturer narrative:
Upon receipt at our post-market quality assurance laboratory, a longevity calculation confirmed that the device did not meet longevity estimates provided in device labeling. Portions of the circuitry, including the battery, were isolated and tested. Final analysis concluded that the premature battery depletion was due to low-voltage capacitor degradation, which resulted in a high current condition.

Event description:
Additional information was received indicating this device was explanted and replaced. No adverse patient effects were reported.

Manufacturer narrative:
The device has not been returned for analysis. Should additional information become available this report will be updated.